Event description:
The product problem appears to be related to a change in plastics manufacturing by carefusion, product code 2000e, smartsite valve from acrylic to polycarbonate. This change in plastics, polycarbonate and our use of the site scrub (alcohol) is causing persistent issues of not being able to remove the smartsite valves from PICC lines or tunneled catheters, causing new lines to be placed on pts. It appears that this is now causing bonding when the two are used together. This did not occur when the product was acrylic r. Additional info: dates of use - (B)(6) 2014.